Event description:
Customer received erroneous results for co2. He said they have one example of 42 that was repeated on a different d module that generated 31 mmol per l. Customer states the initial result did not compare well with the patient's previous co2 results. He states they had other data but it is not available and this example was the largest difference between the initial and repeat results. Customer states no other tests were affected and erroneous results were not reported. The field service representative determined a defective co2 reagent changeover valve was the cause of the discrepancies and he replaced the valve. The field service representative monitored co2 reagent prime and verified dispense of co2 reagent was within specification. The field service representative also ran qc.